Manufacturer narrative:
(B)(4). The lot was manufactured from march 25, 2015 ¿ march 27, 2015. The evaluation of the returned device is complete. Visual inspection revealed a loose, black particle, approximately 0.08 square mm in size, located on the filter and inside of the fluid pathway. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the filter of a small volume intermate. This was observed after compounding with an unspecified amount of aztreonam. There was no patient involvement. No additional information is available.